Event description:
An ultratome xl sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt (weight unk) in late 2007. According to the complainant, "the cut wire broke when the sphincterotome was flexed for the sphincterotomy." No pt complications were reported as a result of this event, and pt's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. A search of the complaint database did not identify any additional complaints recorded for this lot. The nov 2007 15-month ultratome xl sphincterotomes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.